Manufacturer narrative:
Additional information was received on 5/5/2016 that the same malfunction alarm occurred again. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support, the malfunction alarm was cleared. In addition, it was reported that the insulin gauge was noted to be inaccurate after the malfunction alarm was cleared. During troubleshooting, the customer reloaded the same cartridge successfully and received an accurate fill estimate. There was no impact to the customer's blood glucose level.